Event description:
Healthcare professional reported "Capsular Contracture Baker Grade IV" and "pain". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of Capsular Contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular Contracture Baker Grade IV